Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had damaged components: bearings, cable/cord/wiring, and hole/cut in the hose. It was further determined that the device had defective motor and control, liquid damage and an error code e6. It was further determined that the device failed pretest for loctite and cable assessment and motor thermistor assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing for the damaged bearings and hole/cut in the hose; and improper reprocessing for the damaged cable/cord/wiring. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device displayed an e6 error code. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was documented in the previous report that the assignable root cause was determined to be due to improper reprocessing and normal wear from use and servicing over time. After further evaluation it was determined that the correct root cause was improper reprocessing and premature wear. It was determined that even though the root cause was identified as normal wear, it was not appropriate as the device was returned for service within the recommended service interval timeframe (1 year) and so this complaint has been recoded with the root cause category edw_premature wear in addition to improper reprocessing. If additional information should become available, a supplemental medwatch report will be sent accordingly.